Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. The analysis started with a visual inspection then filled the reservoir with water, attached a temp check, plugged in the line cord, and turned on device. After a short time it began to leak from the crack. The reported issue was confirmed. The issue was due to daily wear and tear. The enclosure was replaced.

Event description:
Information was received indicating that the level 1 hotline low flow system had a crack in the enclosure at the drain. There was no patient involved.